Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. It was reported that a CT scan identified a type 1a endoleak resulting in the existing graft migrating distally approximately 2cm from the renal arteries. It was then reported that the physician believed that the migration and type one endoleak was caused by neck dilatation. It was further reported that the patient was brought back to the operating room for repair of the type ia endoleak. The right femoral artery was exposed and accessed and an endurant ii cuff was placed distal to the renal arteries. An endurant ii limb was also placed in the right common femoral artery to gain more coverage. A final angiogram was done and showed no evidence of an endoleak. No additional clinical sequelae were reported and the patient is fine. Review of a single still angio image (unknown study date) confirmed that the aneurx bifurcate was positioned approximately 2cm below the left renal artery. The neck was relatively straight l-r. An endurant aortic cuff had been implanted to just below the renal artery; no type I endoleak could be seen. No stent graft issues were seen. The cause of the proximal type I endoleak was likely due to stent graft migration. The cause of the migration could not be determined from this single image. Earlier post-implant images were not available for return. It is possible that neck dilatation may have contributed to the migration